Manufacturer narrative:
H3: based on the historical complaint investigations, the reported event, and the returned device, the broken three-peg patella trial reported was likely the result of numerous surgical uses and subsequent sterilization cycles over a 20 year timespan, which resulted in a fractured peg during removal.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, during surgical use one of the pegs broke off when removing after the trialing. Surgeon removed the parts/pieces from the patient. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.